Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: product was implanted on an unknown date in 2015. D10: item # 01.00402.065, revitan prox. Cylindrical 65, lot #2776150. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a: product was implanted on an unknown date in 2014. D10: item # unknown, unknown proximal part, unknown lot #. G2: report source switzerland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 10 years post implantation due to a broken revitan stem. Attempts have been made and no additional information on the reported event has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The revitan stem was returned for investigation and the connection pin of the distal stem is fractured. A biolox head is still mounted on the taper of the proximal part. The reported event of fracture at the pin connection of the distal component can be confirmed. The characteristics on the fracture surfaces point to a fatigue fracture with the origin located on the lateral side. Some bone attachments can be found on the distal part of the stem. Overall, both the distal and the proximal part shows scratches and nicks, most likely caused during revision surgery. A review of all relevant device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Medical records were not provided. It was reported that a revitan stem was implanted and revised due to a fracture of the stem. Based on the investigation, a fracture of the connection pin of the revitan stem can be confirmed. The characteristics of the fracture surfaces point to a fatigue fracture. The cause may be multifactorial, consisting of patient- and procedure-related factors. Nevertheless, with the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.